Event description:
On (B)(6) 2010, the pt was treated with three gore excluder aaa endoprostheses, for an abdominal aortic aneurysm. On (B)(6) 2010 and (B)(6) 2010, CT showed a proximal type 1 endoleak. On (B)(6) 2010, an intervention occurred where an aortic extender component was placed in the proximal end of the trunk-ipsilateral leg component. When imaging was read during the procedure, it was determined that the endoleak was actually a type ii endoleak. The pt tolerated the procedure. No aneurysm growth was reported. The physician will continue to monitor the pt.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. According to the gore excluder aaa endoprosthesis instructions for use, type ii endoleaks are a known risk factor for endovascular treatment of abdominal aortic aneurysms. Please note additional devices implanted: pxc141400/(B)(4) and pxl161407/(B)(4).